Event description:
The customer observed a false reactive alinity I hiv ag/ab combo for a 39-year-old female. The following results were provided: (B)(6) 2025, sid (B)(6), initial hiv result= 541.19 s/co; repeat results= 557.63 s/co, 539.49 s/co. The physician questioned the result and a new sample was collected. (B)(6) 2025, sid (B)(6), initial hiv result= 0.04 s/co. There was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) observed that the instrument had generated many errors related to aspiration and monitoring of the sample probe, as well as errors of the vacuum container not draining within the expected time. The fsr performed significant troubleshooting associated with these types of errors; however, no definitive part was identified as the cause of the issue. Therefore, the alinity I processing module, serial number (B)(6), was considered the cause of the false reactive result. The module function was verified with a control/precision run. Additionally, a new carryover study was then performed with good results. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6).

Event description:
The customer observed a false reactive alinity I hiv ag/ab combo for a 39-year-old female. The following results were provided: (B)(6) 2025, sid (B)(6), initial hiv result= 541.19 s/co; repeat results= 557.63 s/co, 539.49 s/co. The physician questioned the result and a new sample was collected. (B)(6) 2025, sid (B)(6), initial hiv result= 0.04 s/co. There was no impact to patient management reported.